Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/19/2019. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure: 33 years old, bmi = 38.4. Were x-rays performed to localize the needle fragment? No. Does the needle remain retained in the patient¿s tissue? No. If retained, where is the needle located? In what structure? N/a. If retained, were there any patient consequences? N/a. If the needle is not retained: was the needle retrieved during the initial procedure or was an additional surgical procedure performed to remove the needle? Initial procedure. Was additional dissection required in other organs or tissues other than the target tissue? Unk. Was there any change in the patient¿s post-operative care? Unk. What instruments were used to grasp the needle? Unk. Where was the needle grasped during use? Unk. Will the device be returned for evaluation? No. What is physician¿s opinion as to the etiology of or contributing factors to this event? Unk. What is the patient¿s current status? The patient left the hospital without any complication. The issue occurred on (B)(6) 2019.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, jv2018, lot number pabblwr0, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Were x-rays performed to localize the needle fragment? Does the needle remain retained in the patient¿s tissue? If retained, where is the needle located? In what structure? If retained, were there any patient consequences? If the needle is not retained: was the needle retrieved during the initial procedure or was an additional surgical procedure performed to remove the needle? Was additional dissection required in other organs or tissues other than the target tissue? Was there any change in the patient¿s post-operative care? What instruments were used to grasp the needle? Where was the needle grasped during use? Will the device be returned for evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent c-section procedure on (B)(6) 2019 and suture was used. During the procedure, the needle pulled away from the thread during the suture of the uterus. It was difficult to retrieve the needle stuck inside the myometrium. Additional information has been requested.